Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump¿s battery compartment had cracks on it. The customer¿s blood glucose level was 47 mg/dl. The customer required intervention by a healthcare professional, and the low blood glucose was treated with food. The customer declined troubleshooting for the low blood glucose. Due to the damage, the device will be returned for analysis.

Manufacturer narrative:
Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip, and cracked lcd window.